Event description:
During troubleshooting of a low drain volume alarm that appeared on the homechoice (hc) display during initial drain, the home patient (hp) reported that a leaking connection was identified during the previous therapy in drain 1 of 7. The technical service representative advised the hp to end therapy and instructed the hp to contact the hospital as soon as possible. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to the manufacturer. The lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed. A root cause was not identified. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.